Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Patient reported the infusion device is giving less insulin than it previously did. Patient noticed that blood glucose levels were continuously rising even after receiving a correction bolus. Patient then disconnected the infusion device and took a correction via insulin pen and blood glucose levels returned to normal. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.